Event description:
Consumer originally reported having problem injecting with syringe. Returned the box to pharmacy and was given a replacement. Contact by consumer indicated they were having problems regulating their blood sugar and was seeking medical attention. Attributed their medical problem with the "sticking" problem they were having with injection.